Event description:
Physician was attempting to deliver a sprinter legend but the balloon ruptured at 12atm. No clinical sequelae were reported. Manufacturing evaluation; the balloon had been inflated. The device failed negative prep and did not hold pressure when inflated. Liquid exited through a small longitudinal tear on the distal end of the balloon working length.

Manufacturer narrative:
Results: issue as reported by the account could not determined.